Event description:
A subcutaneous hematoma occurred after surgery. This is believed to have been caused by damage to an artery during the puncture performed during the procedure. The entire system was removed on (B)(6).

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.